Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information on for effective controller and power management and a quick reference guide for alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU warns that if there is a controller failure, the controller should be switched to the back-up controller. The steps for handling and properly connecting power sources in order to prevent damage are outlined as well as instructions for routine inspection of the power connection ports. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) by medical personnel that "during a routine peripheral checkup, the medical engineer detected that there was no alarm sound after power disconnecting (both batteries)." Controller was "exchanged from stock, with no effect on patient." No additional information provided. Investigation is ongoing.

Manufacturer narrative:
The unit was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed via logs although the logs showed (3) vad stopped alarms logged on (B)(6) 2015. The descriptions of these alarms indicate that they were most likely due to a manual disconnection of the driveline. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The alarm sounded when the power was disconnected. The device was related to the reported event; however with analysis of the returned device there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the analysis results, no conclusion regarding the cause of the reported event can be made. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.